Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the customer through the process, resulting in the error not reoccurring, and the customer's sensor session was successfully restarted.